Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pelvic pain/ pain') and genital haemorrhage ('gen. Abnormal bleeding') in a 31-year-old female patient who had essure (ess205) (batch no. 626222) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, niddm, sinus infection, abdominal pain, bacterial vaginosis, pelvic pain female, cramp in lower abdomen, abdominal bloating, vaginal odor, vaginal itching, vaginal candidiasis, parakeratosis, nabothian cyst, perineal pain, headache, stroke, endometrial ablation, dyspareunia and adhesiolysis. *CT abdomen pelvis had impression: right essure wire was identified, was more visible then the left essure wire. The uterus was tilted towards the right pelvis. Trace free pelvis fluid was physiologic in amount. Concurrent conditions included fibromyalgia since 2010, multiparous, hypertension, type 2 diabetes mellitus, tobacco user and acute sinusitis. Concomitant products included paracetamol (acetaminophen) since 2008, pregabalin (lyrica) since 2010 and simvastatin since 2005. On (B)(6) 2008, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"), 24 days after insertion of essure (ess205). On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vulvovaginal candidiasis ("vaginal infection: candidiasis"), depression ("psychological or psychiatric condtion : depression"), anxiety ("mental anguish"), dermatitis allergic ("allergy-rashes or skin condition") and pruritus ("itching"). In (B)(6) 2018, the patient experienced hypersensitivity ("allergic reaction / allergic or hypersensitivity reaction"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), alopecia ("alopecia"), dyspareunia ("dyspareunia"), menstrual disorder ("menstruation issues paraguesia"), bacterial vaginosis ("bacterial vaginosis") and post procedural complication ("post removal complication") and was found to have weight increased ("weight gain"). The patient was treated with surgery (endometrial ablation and hysterectomy (uterus only),tlh, bilateral salpingectomy,). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, bacterial vaginosis, vulvovaginal candidiasis, abdominal pain and dermatitis allergic had resolved, the alopecia, dyspareunia, menstrual disorder, weight increased, hypersensitivity, depression, anxiety, pruritus and post procedural complication outcome was unknown and the vaginal haemorrhage and heavy menstrual bleeding had not resolved. The reporter considered abdominal pain, alopecia, anxiety, bacterial vaginosis, depression, dermatitis allergic, dyspareunia, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, menstrual disorder, pelvic pain, post procedural complication, pruritus, vaginal haemorrhage, vulvovaginal candidiasis and weight increased to be related to essure (ess205). The reporter commented: she underwent treatment due to complications from the essure. She did not have essure (or any part of the device) removed and does not have definite plans for removal at this time. Discrepancy noted that she did you undergo an essure confirmation test; she states she did not undergo a confirmatory test, however na hsg result with bilateral occlusion has also been reported. Patient received treatment for bacterial vaginosis, menorrhagia, pelvic pain, abdominal pain, genital bleeding, candida vaginosis. There were less than 5 coils seen at the ostia bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: essure was successfully occluded. Concerning the injuries reported in this case, the following one was reported via social media: pruritus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2021: medical record received: previously reported event 'gen. Abnormal bleeding' was made medical significant and intervention required due to added surgery. Medical history, reporter information were added. Rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pelvic pain/ pain') in a 31-year-old female patient who had essure (ess205) (batch no. 626222) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, niddm and sinus infection. *CT abdomen pelvis had impression: right essure wire was identified, was more visible then the left essure wire. The uterus was tilted towards the right pelvis. Trace free pelvis fluid was physiologic in amount. Concurrent conditions included fibromyalgia since 2010, multiparous, hypertension, type 2 diabetes mellitus, tobacco user and acute sinusitis. Concomitant products included paracetamol (acetaminophen) since 2008, pregabalin (lyrica) since 2010 and simvastatin since 2005. On (B)(6) 2008, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"), 24 days after insertion of essure (ess205). On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vulvovaginal candidiasis ("vaginal infection: candidiasis"), depression ("psychological or psychiatric condtion : depression"), anxiety ("mental anguish"), rash ("rashes or skin condition") and pruritus ("itching"). In (B)(6) 2018, the patient experienced hypersensitivity ("allergic reaction / allergic or hypersensitivity reaction"). On an unknown date, the patient experienced alopecia ("alopecia"), dyspareunia ("dyspareunia"), menstrual disorder ("menstruation issues paraguesia") and bacterial vaginosis ("bacterial vaginosis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (uterus only)). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, alopecia, dyspareunia, menstrual disorder, weight increased, hypersensitivity, vulvovaginal candidiasis, depression, anxiety, abdominal pain, rash and pruritus outcome was unknown and the vaginal haemorrhage, menorrhagia and bacterial vaginosis had not resolved. The reporter considered abdominal pain, alopecia, anxiety, bacterial vaginosis, depression, dyspareunia, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, pruritus, rash, vaginal haemorrhage, vulvovaginal candidiasis and weight increased to be related to essure (ess205). The reporter commented: she underwent treatment due to complications from the essure. She did not have essure (or any part of the device) removed and does not have definite plans for removal at this time. Discrepancy noted that she did you undergo an essure confirmation test; she states she did not undergo a confirmatory test, however na hsg result with bilateral occlusion has also been reported. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: essure was successfully occluded. Concerning the injuries reported in this case, the following one was reported via social media: pruritus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pelvic pain/ pain') in a 31-year-old female patient who had essure (ess205) (batch no. 626222) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, niddm and sinus infection. *CT abdomen pelvis had impression: right essure wire was identified, was more visible then the left essure wire. The uterus was tilted towards the right pelvis. Trace free pelvis fluid was physiologic in amount. Concurrent conditions included fibromyalgia since 2010, multiparous, hypertension, type 2 diabetes mellitus, tobacco user and acute sinusitis. Concomitant products included paracetamol (acetaminophen) since 2008, pregabalin (lyrica) since 2010 and simvastatin since 2005. On (B)(6) 2008, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"), 24 days after insertion of essure (ess205). On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vulvovaginal candidiasis ("vaginal infection: candidiasis"), depression ("psychological or psychiatric condtion : depression"), anxiety ("mental anguish"), dermatitis allergic ("allergy-rashes or skin condition") and pruritus ("itching"). In (B)(6) 2018, the patient experienced hypersensitivity ("allergic reaction / allergic or hypersensitivity reaction"). On an unknown date, the patient experienced alopecia ("alopecia"), dyspareunia ("dyspareunia"), menstrual disorder ("menstruation issues paraguesia"), bacterial vaginosis ("bacterial vaginosis"), genital haemorrhage ("gen. Abnormal bleeding") and post procedural complication ("post removal complication") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (uterus only)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, bacterial vaginosis, vulvovaginal candidiasis, abdominal pain, dermatitis allergic and genital haemorrhage had resolved, the alopecia, dyspareunia, menstrual disorder, weight increased, hypersensitivity, depression, anxiety, pruritus and post procedural complication outcome was unknown and the vaginal haemorrhage and menorrhagia had not resolved. The reporter considered abdominal pain, alopecia, anxiety, bacterial vaginosis, depression, dermatitis allergic, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, pruritus, vaginal haemorrhage, vulvovaginal candidiasis and weight increased to be related to essure (ess205). The reporter commented: she underwent treatment due to complications from the essure. She did not have essure (or any part of the device) removed and does not have definite plans for removal at this time. Discrepancy noted that she did you undergo an essure confirmation test; she states she did not undergo a confirmatory test, however na hsg result with bilateral occlusion has also been reported. Patient received treatment for bacterial vaginosis, menorrhagia, pelvic pain, abdominal pain, genital bleeding, candida vaginosis. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: essure was successfully occluded. Concerning the injuries reported in this case, the following one was reported via social media: pruritus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received: events: gen. Abnormal bleeding and post removal complications were added. Outcome and rcc comments updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pelvic pain/ pain') in a (B)(6) year old female patient who had essure (ess205) (batch no. 626222) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, niddm and sinus infection. *CT abdomen pelvis had impression: right essure wire was identified, was more visible then the left essure wire. The uterus was tilted towards the right pelvis. Trace free pelvis fluid was physiologic in amount. Concurrent conditions included fibromyalgia since 2010, multiparous, hypertension, type 2 diabetes mellitus, tobacco user and acute sinusitis. Concomitant products included paracetamol (acetaminophen) since 2008, pregabalin (lyrica) since 2010 and simvastatin since 2005. On (B)(6) 2008, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"), 24 days after insertion of essure (ess205). On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vulvovaginal candidiasis ("vaginal infection: candidiasis"), depression ("psychological or psychiatric condition : depression"), anxiety ("mental anguish"), rash ("rashes or skin condition") and pruritus ("itching"). In (B)(6) 2018, the patient experienced hypersensitivity ("allergic reaction / allergic or hypersensitivity reaction"). On an unknown date, the patient experienced alopecia ("alopecia"), dyspareunia ("dyspareunia"), menstrual disorder ("menstruation issues parageusia") and bacterial vaginosis ("bacterial vaginosis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (uterus only)). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, alopecia, dyspareunia, menstrual disorder, weight increased, hypersensitivity, vulvovaginal candidiasis, depression, anxiety, abdominal pain, rash and pruritus outcome was unknown and the vaginal haemorrhage, menorrhagia and bacterial vaginosis had not resolved. The reporter considered abdominal pain, alopecia, anxiety, bacterial vaginosis, depression, dyspareunia, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, pruritus, rash, vaginal haemorrhage, vulvovaginal candidiasis and weight increased to be related to essure (ess205). The reporter commented: she underwent treatment due to complications from the essure. She did not have essure (or any part of the device) removed and does not have definite plans for removal at this time. Discrepancy noted that she did you undergo an essure confirmation test; she states she did not undergo a confirmatory test, however na hsg result with bilateral occlusion has also been reported. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2007: results: essure was successfully occluded.. Concerning the injuries reported in this case, the following one was reported via social media: pruritus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: pfs received new event itching was added. Case was upgraded from non-serious incident to serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.